Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported there was a coupling problem. The problem started where the implantable neurostimulator (ins) would only charge to "half power" and now it was not charging at all even though the ins icon was flashing. The patient was 5 ft 4 and (B)(6) lbs and the implantable neurostimulator recharger (insr) did not want to connect to the ins, it was hard to find it to get it connected. The patient would see the normal screen and the ins icon was flashing but she would only get 2-4 coupling bars and it did not charge. Before she was able to get all coupling bars. A new insr antenna was ordered to try and solve the problem. Additional information received from the consumer reported that when she received the new antenna, she was still having issues with recharging. Additional information received from the consumer reported the manufacturer sent the patient a new antenna because the unit would not charge fully. That did not help. The patient had not tried to charge it for about 7 months because it would not charge, so it was not being "used." When asked what circumstances led to the recharging issues, the patient reported there were no issues. The activity level was the same and the programming was not changed. The patient could not think of anything that caused the recharging issues. Relevant medical history included non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.